Event description:
(B)(6). It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted with a complete laa seal. The patient was discharged the next day on bemiparin (3500 international units). There was no evidence of intracardiac thrombus nor laa thrombus on the pre implant echo on the day of the index procedure. There was also no evidence of device related thrombus nor pericardial effusion on the post implant echo on the same day of the index procedure. The patient presented for the protocol required 45 day follow up visit and transesophageal echocardiography (tee) assessment fifty seven (57) days post index procedure. Tee revealed a complete laa seal with a presence of pedunculated, non-mobile thrombus on the atrial facing surface of the closure device with a maximum thickness of 6mm. There was no evidence of thrombus in the left atrium, pericardial effusion, nor atrial septal shunt. It was further reported that tee revealed an ejection fraction of 55%, noted that the left atrium was significantly dilated, and no leaks were observed. Aspirin (100mg) was started in response to the thrombus. The thrombus event was still ongoing. It was further reported that at the time of the event, the patient was on bemiparin and aspirin. The patient was scheduled for a follow up computed tomography (CT) angiography in (B)(6) 2021. It was further reported that tee performed on (B)(6) 2021 revealed laminar, non-mobile thrombus on the atrial facing surface of the closure device that was 0.84cm2 in size.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).

Manufacturer narrative:
Initial reporter address 1: (B)(6).

Event description:
(B)(6) study. It was reported that a thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx laa closure device was implanted with a complete laa seal. The patient was discharged the next day on bemiparin (3500 international units). There was no evidence of intracardiac thrombus nor laa thrombus on the pre implant echo on the day of the index procedure. There was also no evidence of device related thrombus nor pericardial effusion on the post implant echo on the same day of the index procedure. The patient presented for the protocol required 45 day follow up visit and transesophageal echocardiography (tee) assessment fifty seven (57) days post index procedure. Tee revealed a complete laa seal with a presence of pedunculated, non-mobile thrombus on the atrial facing surface of the closure device with a maximum thickness of 6mm. There was no evidence of thrombus in the left atrium, pericardial effusion, nor atrial septal shunt. The tee revealed an ejection fraction of 55%, noted that the left atrium was significantly dilated, and no leaks were observed. Aspirin (100mg) was started in response to the thrombus. The thrombus event was still ongoing. At the time of the event, the patient was on bemiparin and aspirin. The patient was scheduled for a follow up computed tomography (CT) angiography in (B)(6) 2021.